Event description:
I began using invisalign one week ago. I woke up the first morning after I began using invisalign experiencing extreme fatigue. This fatigue has only worsened during the course of this week. I am unable to do my work properly. I am tired all the time. I also have a sore throat, but that isn't my main symptom. I suspect al allergic reaction to the plastics used in making invisalign. Others should know of the possibility of experiencing debilitating fatigue due to this product. I've since read that cyanide is used in its production. I don't know if that is so, or why invisalign, which I was wearing in my mouth for 20 hours a day, would cause this extreme fatigue. But it does. I have stopped using the invisalign and hope the fatigue abates soon.